Manufacturer narrative:
At this time, the device has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, it was noted that the device was removed after 27 days of implant for no output and no telemetry. External high power visual inspection noted no irregularities. Initial testing confirmed that the device had no output and no telemetry. The device casing was removed and a visual inspection of the internal components revealed no anomalies. In order to measure current usage, the battery was removed and an external power source was connected to the device. Internal measurements noted a high current drain. Detailed analysis isolated the cause of the high current drain to a degraded capacitor. It was concluded that the no output and no telemetry condition of the device was a result of the degraded capacitor.

Event description:
--

Event description:
Boston scientific crm received information that the patient presented to the emergency room after a syncopal episode where the device was unable to be interrogated and magnet placement did not create magnet response. The sr also observed that there were no pacing spikes noted on the telemetry monitor and the patient had an intrinsic heart rate of 30 to 35 bpm. The patient was admitted to the hospital and the device was explanted. A new device was successfully implanted. No additional adverse patient effects were reported. The patient had not had an MRI or radiation therapy.